Event description:
It was reported that the patient had a vf episode and also appears to show apparent lead noise on the v sense amp channel and device delivered therapies. During therapy high voltage lead impedance measured less than 10 ohms in the svc-can configuration. Possible high voltage lead issue and possible high voltage circuit damage message were displayed. Therapies were ineffective at breaking the rhythm and the patient expired.

Manufacturer narrative:
Should have included product problem, should have included the concomitant product.